Manufacturer narrative:
Device evaluated by MFR.: the complaint device has been returned for analysis. The console does not display rotational speed - there is no burr rotation due to a massive gas/air leak at the turbine pressure switch. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be wear and tear. (B)(4).

Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system was selected for use. During testing of the device, it was noted that the led display was blank although a burr catheter was connected. There was no patient involved.

Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system was selected for use. During testing of the device, it was noted that the led display was blank although a burr catheter was connected. There was no patient involved.

Manufacturer narrative:
(B)(4).